Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as confirmation has not been provided by the site to have a medtronic representative perform a system checkout and evaluation. No parts have been returned to the manufacturer for evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that when preparing for a case, while the navigation system was on the plan screen, the mouse was delayed. The system was rebooted and on the surgeon task 80% of the screen went black with the remainder flickering. After a third reboot they were able to proceed. There was no patient present when this issue was identified. No additional information available.